Event description:
It was reported that, "implant was removed due to infection at a hosp, and will be replaced in 6 to 8 weeks at another hospital."

Manufacturer narrative:
The following other devices were listed in this report: pca mtk pat comp uhmwpe med obsolete product no substitute: cat# 6628-2-975, lot tkhoa; mtk beadless tib comp med 1 replaced by d/c - 600 series: cat# 6628-2-251, lot sbkhc; mtk beadless fem comp rt m/lg: cat#6628-3-450, lot sjuka. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the device cannot be performed, as the devices were destroyed because of infection and not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.